Event description:
Reported via patient call center. It was reported that a patient experienced a stroke. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2022. The patient was discharged with a prescribed medication regime of plavix. On (B)(6) 2025, the patient contacted the watchman patient call center, reporting that he had a stroke in (B)(6) 2024, three (3) years after his procedure. He mentioned that he was never on a blood thinner post-procedure, and that all follow-up tests showed normal results. Although he was not prescribed aspirin (asa) after his tests, he took 325mg of asa on his own. Since (B)(6) 2024, he has been undergoing rehabilitation and expressed regret over having the watchman procedure. No further information was provided or available.